Event description:
It was reported that the device indicated elective replacement (eri) early. During the device replacement procedure, oxidation and discoloration were noted on the distal end of the chronic right ventricular (rv) lead and body fluids and blood could be seen within the lead insulation. When attempting to replace the chronic lead, the replacement lead measured small r waves at its initial position and after repositioning, the lead helix would not deploy. The rv lead was not used and another lead was implanted. The device was explanted and replaced. Finally, it was also reported that the left ventricular lead placement was sub-optimal. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did perform as described in the field action. Product event summary : the device was returned and analyzed. The device met 89% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products : 4193 implantable pacing lead, (B)(6) 2003; 4470 competitor implantable pacing lead, (B)(6) 2003. (B)(4).